Manufacturer narrative:
The reported issue that the syringe pump front bezel is damaged could not be confirmed; no product or device logs were returned to customer advocacy (cad) for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time; however it is suspected this is a duplicate reporting of the same issue since the device history review identified the device had been returned and repaired on (B)(6) 2020 under (B)(4). The alaris syringe module is typically used for treatment. The file may be closed based on the above facts. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was patient involvement.

Event description:
It was reported that syringe pump front bezel is damaged. No further information was provided.